Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had critical pump error on the insulin pump and experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl. The customer mom stated they have a critical error on the pump. It was reported that there were no other alarm follow by the critical pump error. The customer was advised that the insulin pump will need to be replaced. Customer reported via phone call that they experienced high blood glucose level. The customer did not mention any symptoms of their blood glucose levels. The customer treated with pump and IV at hospital and now he is using manual injection at hospital. Customer's current blood glucose value was 200-350 mg/dl and the blood glucose was 600 mg/dl at the time of incident. Troubleshooting was performed. The customer mother took him to the hospital and was hospitalized on (B)(6) 2018. The blood glucose value when admitted to hospital was 400 mg/dl. The customer complained about high pump stopped working. Customer was off the pump prior to hospitalization for less than 48 hours. The product was not returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or displacement accuracy test due to critical pump error. Unit received with corroded electronic assemblies, corroded motor home switch and corroded battery tube. Unit received with cracked battery tube threads, minor scratches on case, broken belt clip rails, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer, keypad overlay texture damage, stained serial number label and minor scratches on lcd window.